Event description:
The customer reported that the system displayed a filament regulator error during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the filament driver and performed generator calibration. The system was tested and found to be working as intended and put back in service.